Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. The data indicates that the pod completed both the first and second priming sequences before being deactivated. No damages or defects were observed that would result in the needle deploying early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no problems were found, it could not be determined when the device deployed. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. Damage was observed to the exposed distal tip of the soft cannula, but it cannot be determined when the damage occurred, and it does not appear to have caused any failure to deliver insulin. No other damages or deficiencies were found during the investigation.